Manufacturer narrative:
The customer was sent a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken wash concentrate bottle that leaked while on board the cx instrument. No injury was reported.